Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image snowflake. A root cause could not be identified. Based on the results of the investigation, the failure was not confirmed and cause not established. Additionally, for the image snowflake, the root cause could not be identified. Based on the results of the investigation, the most probable cause of the image snowflake is cause traced to component failure likely due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had error codes e216 (scope communication error code) and e237. The event occurred at maintenance. There were no reports of patient involvement.